Event description:
A malfunction alarm was reported with the code malf 12 prior to the pump reset. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction code did not recur. Customer was instructed to continue using the pump and to reach out again if any future malfunctions occur.